Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable high elecsys ft4 ii assay (ft4 ii) result for 1 patient sample tested on a cobas 8000 e 602 module. The initial ft4 ii result was 2.12 ng/dl. The same sample was retested on (B)(6) 2018 with a ft4 ii result of 1.46 ng/dl. The ft4 ii reference range was 0.97 - 1.67 ng/dl. It was unknown if the erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The ft4 ii reagent lot was 270341 with an expiration date of 30-nov-2018. Qc results on the day of event were acceptable. Based on the calibration and qc results, a general reagent issue can most likely be excluded.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.